Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The distributor reports that during a procedure, a fissure of the ceramic opened on the implant. The surgeon used a superior size cup to complete the surgery which caused at least 15 minutes of delay.

Manufacturer narrative:
Product complaint # pc-(B)(4). Investigation summary the reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Pc(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.